Event description:
Customer called to report a fluid leak inside the coulter hmx analyzer with autoloader. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and found a hole in the tubing through pv43. The fse replaced the tubing and verified the repairs per established procedures. The root cause for the leak is attributed to a hole in the tubing passing through pv43.

Manufacturer narrative:
(B)(4).